Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with palpitations. Upon device interrogation, the patient was experiencing pacemaker mediated tachycardia. The device was reprogrammed successfully and pacemaker mediated tachycardia rhythm was resolved.